Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the stylus would not calibrate and was unable to be used with the screen and therefore the bezel overlay assembly was replaced and calibrated with the stylus. It was further noted that the upper hinge plate was very scratched up and it was replaced. Product ID: 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer's stylus would not calibrate and was unable to be used through the screen. It was further requested that the software be updated. The programmer was returned for service. No patient complications have been reported as a result of this event.